Event description:
A customer contacted beckman coulter inc. (Bec) reporting that the probe leaked 5 drops of sample and diluent on the coulter ac t diff analyzer after aspiration. Customer was wearing gloves only at the time the leak was discovered. There was no biohazard exposure to mucous membranes or open wounds. There was no death, injury, or affect to user. No one sought medical attention. No erroneous results were generated; however, a failure mode was identified which has the potential to cause erroneous results for all parameters due to sample dilution if the probe were to leak into the open vial sample or into the baths.

Manufacturer narrative:
Customer technical support (cts) performed troubleshooting with the customer and had the operator clean the probe wipe since it was very dirty. The customer removed the waste tubing from the probe wipe and aspirated bleach through it by activating valves lv 8 and lv 23, then reassembled the probe wipe. Customer ran startup; it passed and next ran an air blank sample and the probe still leaked. Syringes were checked and there were no leaks. Customer stated that the pump tubing and filters were changed recently. A bec field service engineer (fse) was dispatched and replaced the rinse block because it was inadequately vacuuming away rinse fluid, which resolved the issue. Per coulter act diff analyzer operator's guide, pn 4237416da: warnings and precautions: beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).